Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced an unspecified issue with one of her three g7 wearables. It was not specified what problem the patient encountered. It was not documented whether the patient had readings, alerts, alarms, or messages on the display device at the time of the event. The patient noted that at one point, she was hyperglycemic with a value of 650 mg/dl. At 6 pm, the patient experienced symptoms of shaking hands and diaphoresis and passed out. Her daughter called the ambulance. She does not remember if any treatment was provided by paramedics. At 6:50 pm, she got to the hospital. The nurse took her bg, but she did not remember the value. Medical intervention for the episode was not specified. At some point during the 5-day hospitalization, the bg was showing 100 mg/dl. A mealtime bolus dose for the patient was mentioned of humalog insulin (12 units) to take before breakfast, lunch, and dinner until she gets a dexcom device. At the time of the report, the patient was good and stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.